Manufacturer narrative:
H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. An evaluation was not performed. However, as this issue is related to a field action. Therefore, the reported condition will not be refuted. A nonconformance has been opened to address this issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak between the twist clamp and the main body of an unspecified quantity of minicap transfer sets. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.